Manufacturer narrative:
At this time, it is unk whether the device was explanted or buried with the pt. A request has been made to the field for additional information. This event will be updated if any additional information is received.

Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) pt has passed away. The device was interrogated and found to have multiple events stored from the day prior to the pt's death. These stored events included: two episodes where anti-tachycardia pacing (atp) was delivered, but was unable to cardiovert the pt, an attempt where atp appeared to cause the pt's rhythm to accelerate from a ventricular tachycardia (vt) to ventricular fibrillation (vf), and a shock that did successfully convert the pt's rhythm. Additionally, another vt episode occurred for which atp and a shock were delivered, which did slow the rhythm from a vf to a vt. The vt rhythm then progressed into a very fine vf, that was intermittently undersensed by the device. Another chock was delivered, and the episode ended. Of note, the pt had been very sick and was placed on a heart transplant list. There are no known allegations against the device.